Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be streaming from the balloon material. Microscopic examination of the balloon revealed a pinhole 11mm from the tip of the device. Microscopic inspection of the markerbands found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-00435. It was reported that balloon rupture occurred. Two 2.25mmx12mm nc emerge® balloon catheters ruptured during inflation. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-00435. It was reported that balloon rupture occurred. Two 2.25mmx12mm nc emerge® balloon catheters ruptured during inflation. No patient complications were reported.